Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis following bone loss and implant instability fracture was caused by mechanical oberloading after 16 years in situ.

Event description:
Implant fracture.